Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, dehydration on (B)(6) 2020 with blood glucose level was unknown. Customer was treated with manual injection, insulin drip and insulin pump. Customer declined troubleshooting for high blood glucose level. It was unknown if customer was using auto mode or not. The insulin pump will not be returned for analysis.